Event description:
It was reported that the device exhibited an alarm stating, "cassette not attached properly, reattach the cassette." There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found that the latch is stiff. Functional testing was unable to verify or duplicate the reported issue. The service history review identified no indication that the complaint was related to a service of the device within the review period.